Event description:
In 2009, the patient reported that 4-5 days ago his blood glucose elevated to 507 mg/dl. His physician recommends he keep his blood glucose below 140 mg/dl. He bolused 10 units of insulin and his blood glucose did not decrease. Suddenly, his blood glucose lowered to 54 mg/dl. He drank orange juice to elevate his readings. The patient was advised by his physician to switch to injection therapy and he has had no further issues. He stated that an error message was displayed on the infusion device that prevented him from using it, but he was unable to recall the error and he was not able to view the alarm history. The patient switched to his backup infusion device, per his physician. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.